Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood glucose results. Based on the high results the customer went to the hospital to consult with the diabetes nurse and to obtain back up pen therapy. The blood glucose results obtained at the hospital were not provided, however the nurse administered an insulin injection to lower the customer's blood glucose levels. The customer left the hospital after one hour.